Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited loss of capture. During device changeout procedure, the lead was capped and replaced successfully. The patient was discharged.